Event description:
It was reported on (B)(6) 2015, that a female patient experienced discomfort during contact lens wear. When the optician looked at the patient¿s left eye with a lamp and saw that she had an ulcer just at the zone where ¿the black point of the contact lens¿. The optical store reported that the patient did not go to the emergency room but he was treated with ¿epithelializing¿ and the ulcer disappeared.

Manufacturer narrative:
The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the optician that the location of the ulcer in the "medium zone was towards six" and not in the middle. Additional information has been requested. No further information is available at this time.

Manufacturer narrative:
Complaint samples were returned for evaluation. Verification was performed on two opened complaint samples. All testing performed met manufacturing specifications. The manufacturing investigation is still in progress. A supplemental follow-up medwatch report will be submitted upon completion of the investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).